Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiac tamponade, hemorrhage and tachycardia. During a pulse field ablation for paroxysmal atrial fibrillation, the versacross connect access solution for faradrive was used for transseptal access. The boston scientific representative noted that the transseptal position was too high on the septum. The physician proceeded with the puncture, and once the sheath entered the left atrium, it was observed that the sheath had slide up even more after the transseptal stick. Left atrial pressure readings were abnormal on repeat measurement. Ice and fluoroscopy images were also inconsistent with expected positioning. The physician removed the versacross connect dilator and wire and advanced the non-boston scientific catheter through the faradrive sheath. Non-boston scientific mapping system was unable to visualize the catheter or obtain signals. The patient developed tachycardia, and anesthesia was unable to obtain a reliable blood pressure, consistent with cardiac tamponade. Cardiopulmonary resuscitation was initiated, and cardiothoracic (CT) surgery was called. The sheath and non-boston scientific catheter was removed, and protamine was administered. CT surgery entered the procedure room and immediately opened patient chest to control/stop the bleeding. The patient was stabilized, intubated, and had a chest tube placed. The patient was hospitalized for continued care. The sheath is unavailable for return due to disposal

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. The reported allegation is not confirmed as there was no media provided and the device has not been returned to bsc for analysis. Device history record (DHR) review: the lot numbers associated with the rfw for vxak lot 37633353 are: 37598438 and 37610199 the job files associated with the rf wire were reviewed. There were no nonconformances or rejects indicating systemic issues that would have impacted the complaint. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: upon review of the complaint, the information provided does not indicate a new hazardous situation. Additional review is not required. Per the label review, the clinical events are anticipated in nature through residual risk communicated in the IFU. Based on information in the event description provided, the allegation of adverse events that could be related to transseptal puncture are not confirmed and are listed within the IFU, therefore the "known inherent risk of device" cause code was selected.

Event description:
It was reported that a patient experienced a cardiac tamponade, hemorrhage and tachycardia. During a pulse field ablation for paroxysmal atrial fibrillation, the versacross connect access solution for faradrive was used for transseptal access. The boston scientific representative noted that the transseptal position was too high on the septum. The physician proceeded with the puncture, and once the sheath entered the left atrium, it was observed that the sheath had slide up even more after the transseptal stick. Left atrial pressure readings were abnormal on repeat measurement. Ice and fluoroscopy images were also inconsistent with expected positioning. The physician removed the versacross connect dilator and wire and advanced the non-boston scientific catheter through the faradrive sheath. Non-boston scientific mapping system was unable to visualize the catheter or obtain signals. The patient developed tachycardia, and anesthesia was unable to obtain a reliable blood pressure, consistent with cardiac tamponade. Cardiopulmonary resuscitation was initiated, and cardiothoracic (CT) surgery was called. The sheath and non-boston scientific catheter was removed, and protamine was administered. CT surgery entered the procedure room and immediately opened patient chest to control/stop the bleeding. The patient was stabilized, intubated, and had a chest tube placed. The patient was hospitalized for continued care. The sheath is unavailable for return due to disposal.